Event description:
On (B) (6) 2009, the patient was implanted with two gore excluder aaa endoprostehses to repair an abdominal aortic aneurysm. On (B) (6) 2010, a follow-up computed tomography revealed a proximal type I endoleak. On (B) (6) 2010, the patient underwent a reintervention where a talent graft was implanted. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.